Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive wake/sleep button and nonresponsive touchscreen on a color ilet, after which the user was guided through wake-button holds, restart attempts, charging, and firmware update without resolution, and a replacement device was arranged. Symptoms included hypoglycemia with the lowest reported glucose of 67 mg/dl during the call. Outcomes included self-treatment with recovery during the call and no medical intervention or hospitalization. Investigation included troubleshooting and replacement processing. Investigation of this device revealed a hardware malfunction related to the sleep/wake control and touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.